Event description:
It was reported to boston scientific that an endovive¿ low profile replacement button was used in a procedure performed on (B)(6) 2018. According to the complainant, when the device was unpacked on (B)(6) 2018, the physician noticed that the tube was detached and he could not complete the procedure. There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on april 10, 2018. The feeding tube was not detached. The button was punctured when the physician stretched using the obturator rod. Correction to information was received on (B)(6) 2018. The endovive¿ low profile replacement button was used in a procedure on (B)(6) 2018.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that an endovive¿ low profile replacement button was used in a procedure performed on (B)(6) 2018. According to the complainant, when the device was unpacked on (B)(6) 2018, the physician noticed that the tube was detached and he could not complete the procedure. There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.